Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the PICC was completed detached with the connector which was using infusion, at the same time, the blue silicone rubber case was totally detached, leading to a great deal of leakage. The PICC was inserted for one and a half years and the process was completely normal. The head nurse now removed the tube and cut the end of deal it with bacterial culture.